Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The advanced evaluation began (B)(6) 2021. It was reported that the patient was concerned as they had stopped voiding as of 9pm on (B)(6) 2021. They had not been able to pass urine since then. The patient was advised to contact their clinician. There were no device issues reported, and no further patient complications reported at this time.